Event description:
A company representative was observing surgery and reported that the laser procedure was performed with no issues, however, upon removal of the capsulorhexis, it was noted that the laser treatment was incomplete at the 7-8 o'clock position. The surgeon was given different forceps than usual, but proceeded to perform the capsulorhexis. At the 7 o'clock junction, the surgeon pulled to the middle of the pupil instead of continuing in a circular fashion. An anterior capsular tear was noted from this. The tear was very small, the surgeon tried to repair the tear, but proceeded to make this worse before the cataractous lens was removed. After the lens was removed, the surgeon noted that the tear went around to the zonules and was unsure if it extended to the posterior capsule so a sulcus lens was implanted as a precaution. According to the surgeon, the root cause was an incomplete flap and misguided capsulorhexis to make sure of completion; the surgeon commented that they felt they made it worse by the way they approached the capsulorhexis.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings related to the reported incident. No device malfunction suspected to warrant dispatch of service engineer. The device was evaluated with regard to the clinical setting and the event was believed to be attributed to surgical technique. Although there was a small area (one clock hour) of ineffective photodisruption in the capsulotomy pattern, it cannot be concluded that a device malfunction caused or contributed to the capsular tear since the incision is under the purview of the surgeon's capsulorhexis surgical maneuvers. Capsular tears are an inherent risk of cataract surgery. (B)(4).